Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 600 mg/dl for twenty- four hours. The customer reported reoccurring no delivery alarms. The customer treated for the high blood glucose levels with manual injection and the insulin pump bolus. The customer¿s blood glucose level came down to 460 mg/dl. The customer¿s current blood glucose level is 575 mg/dl. The customer did troubleshoot the issues. The customer reports the insulin pump is cracked and broken at the belt clip slot. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected no delivery alarms noted during testing. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture and partially broken off belt clip rail with customer applied glue/adhesive to belt clip area.